Event description:
Related manufacturer reference number: 2916596-2020-04912.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to a medical issue. The nurses noticed that the patient¿s white cable would not save over information to the monitor screen even with manipulation. Upon exam the white cable on the system controller appears damaged and the system controller was replaced. Once the controller was replaced and hooked up to the monitor a driveline fault alarm showed, and it was also noted in the interrogation history screen. With manipulation of the driveline the driveline fault alarm was able to be recreated. Patient denies any alarms at home prior to controller change out. Log file submitted captured 5 driveline faults. Additional log file requested after controller exchanged reflect the recommendations sent out for the pocket controller change and 25 power cable disconnects. The log file captured a driveline fault at the end of the file. The driveline fault is an indication of a possible driveline wire issue. The customer has requested a distal end repair in hopes of resolving the driveline fault alarms. On (B)(6) 2020, the patient underwent a distal end percutaneous lead (driveline) repair. No immediate driveline fault seen following the repair. There have been no further pump stops or driveline faults since the repair had been completed. No additional information was provided.

Manufacturer narrative:
Section d4 & h4: additional information manufactures investigation conclusion: the report of driveline fault alarms was confirmed through evaluation of the log files. Furthermore, evaluation of the returned portion of the driveline confirmed compromises in two of the wires which could have contributed to the reported driveline fault alarms. The submitted system controller log files captured driveline fault alarms beginning on (B)(6) 2020. These alarms continued to occur even after a system controller exchange. Despite the fault alarms, the system showed the device operation above the low speed limit for the duration of the log file. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. No atypical alarms were captured after the reported distal end driveline repair was performed on 17sep2020. A distal end driveline repair was performed on (B)(6) 2020 under work order #93900 and the replaced portion was returned in a segment measuring approximately 24 inches. The driveline was received with rescue tape covering 1 inches to 18 inches from the metal connector. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Upon removal of the rescue tape, tears in the silicone jacket were noted approximately 2.5 inches, 7 inches and 18 inches from the metal connector. In addition, a tear in the bend relief approximately 2.5 inches from the metal connector was also noted. Breakdown of the metal braided shielding was observed approximately 2.5 inches and 9.5 inches rom the metal connector. The bionate and shielding were removed, and examination of the underlying wires revealed a complete fracture of the green wire approximately 2.5 inches from the metal connector. Elongation of the insulation of the yellow wire approximately 2.5 inches from the metal connector was also noted. This elongation of the insulation of the yellow wire indicated that the internal conductors beneath the insulation were not intact. The observed damage appeared to be the result of fatigue due to repetitive flexing. Bypassing the green wire, the remaining wires were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not identify any breaches. The observed compromises in the green and yellow wires could have contributed to the driveline fault alarms that were confirmed in the log files. Incidental findings: upon removal of the rescue tape, tears in the silicone jacket were noted approximately 2.5 inches, 7 inches, and 18 inches from the metal connector (figures 2, 3, and 4, respectively). In addition, a tear in the bend relief approximately 2.5 inches from the metal connector was also noted (figure 2). No further information was provided. The manufacturer is closing the file on this event. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 23may2011.